Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14-aug-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No mfg date: 22-mar-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed. The leadless ipg was recaptured and a new position was being located when the patient experienced pericardial effusion and tamponade due to perforation. A pericardial drain was performed with chest compressions and the patient was then brought to the operating room for a pericardial window, cardiopulmonary bypass. The leadless ipg was not used and a epicardial single chamber pacer system was implanted. No further patient complications have been reported as a result of this event.